Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion. Data analysis was requested and showed that the device was depleting prematurely. Additional information received which indicated that the device had a 26 percent remaining at follow up down to 11 percent remaining at the recent remote follow up. Device replacement was recommended. This s-ICD was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion. Data analysis was requested and showed that the device was depleting prematurely. Additional information received which indicated that the device had a 26 percent remaining at follow up down to 11 percent remaining at the recent remote follow up. Device replacement was recommended. This s-ICD was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function . Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion. Data analysis was requested and showed that the device was depleting prematurely. Additional information received which indicated that the device had a 26 percent remaining at follow up down to 11 percent remaining at the recent remote follow up. Device replacement was recommended. As of this time, the device remains in service. No adverse patient effects were reported.